Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had stopped because he had not heard the alarms for the battery change. Customer's blood glucose level was unknown. Customer reported that he left the automatic mode. The insulin pump will not be returned for analysis.